Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013 ¿ patient was diagnosed with recurrent incarcerated ventral hernia and umbilical hernia thereby underwent laparoscopic ventral hernia repair and open umbilical repair with implant of ventralight st mesh (device 1) and ventralex st mesh (device 2). Per operative notes, ¿the hernia contents from the ventral abdominal hernia in subxiphoid region were dissected and sac was reduced. The ventralight st mesh (device 1) was placed in the abdomen and secured with sutures and sorbafix tackers to anterior abdominal wall. The umbilical hernia in the infraumbilical region was reduced down to the fascia and ventralex st mesh (device 2) was placed inside the fascial defect and secured with sutures. The fascia was closed and umbilicus was tacked down with sorabafix tackers.¿ on (B)(6) 2014 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of unknown mesh. Per operative notes, ¿a recurrent upper abdominal incisional hernia in subxiphoid region was noted. The hernia sac was large and dissected down to the level of fascia circumferentially. The sac was reduced and an unknown mesh was placed over the defect in subfascial position and sewn into place with sutures. The hernia was closed primarily and secured with sutures.¿ (note: there is no product identifier provided for the mesh implanted during this procedure, hence the mesh will be considered as unknown).

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2013) is considered to be a best estimate. Updated fields: a2, a4, b3, b4, b5, b7, d3, d4, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.